Event description:
It was reported by repair work order that the cot was not raising to full height under load. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.